Event description:
It was reported had increased weakness in the trunk since implant.

Manufacturer narrative:
This report is being filed which covers a 3-year retrospective review of previous calls that were not forwarded to complaint handling from patient/technical services for MDR review during the time period of 2004 to 2007 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 2 unreported serious injury event for model 7426 for the above time period. This total includes the event described in this report.